Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on a review of the medical records, the patient was treated for a right inguinal hernia on (B)(6) 2002. In (B)(6) 2002, the patient developed a superficial wound infection postoperatively, which was treated with antibiotics and local wound care. Infection and positive blood cultures for (B)(6) led to admission for wound exploration and the draining of an abscess pocket that had formed on top of the mesh, which was therefore removed. Patient required another hospitalization, three procedures and a wound vac before wound healed. While the mesh was not indicated as the source of the reported infection in the medical records, including a pathology report, both infection and abscess are listed as possible adverse reactions in the product's instructions for use. The IFU states that if an infection develops, treat it aggressively. An untreated infection could require removal of the prosthesis. Based on the medical records provided, it does not appear that the mesh contributed to the alleged event. No specific device failure has been alleged and no sample has been returned for evaluation. However, with the information available, no definitive conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2002 - reduction of incarcerated hernia, preperitoneal composix kugel repair. On (B)(6) 2002 - office visit, increasing pain in lower right quadrant, fever, probably hematoma. On (B)(6) 2002 - office visit, groin damage, on antibiotics, local anesthetic, enlarged sinus, probed, no mesh felt, to be packed daily with gauze. On (B)(6) 2002 - office visit, almost pain free, wound clean. On (B)(6) 2002 - exploration of right groin, drainage of abscess, removal of composix kugel mesh. On (B)(6) 2002- debridement, irrigation and dressing change. On (B)(6) 2002 - irrigation and dressing change, under general anesthetic vac sponges removed, finding very clean, granulating wound.